Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they suspected one of their pacing leads has become loose. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.